Event description:
It was reported that the system had no video signal from the camera. This can prevent the system from producing a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.